Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screwdriver bit tip broke off during surgery.

Manufacturer narrative:
The reported event that could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device exhibits extensive usage as the device looks dull. The distal end or the tip of the device is broken in transverse direction. The breakage pattern indicates ductile nature of fracture. The fragmented part of the device was not available for inspection. Moreover, a hardness test according to (B)(6) on the returned item indicates the material being in accordance with the values in the material specification. A bit of deviation can be explained due to reading being performed on the cylindrical surface closest to the fractured surface due to irregular shape. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Most likely, the device malfunctioned due to abnormal usage. The screwdriver undergoes numerous twisting and torsional loading during use and non-axial application of high torsional loading could eventually led to breakage as noted in the event. If any further information is provided, the complaint report will be updated.

Event description:
Screwdriver bit tip broke off during surgery.